Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative reactions of heterozygous and homozygous red cells with seraclone anti-jk(a). Date of event was according to the customer (B)(6) but the customer described the event as "ongoing" without providing the exact dates of recurrence. The customer has returned the supposedly defective product for investigational testing, but none of the samples that had caused false negative test results. Our quality control laboratory tested the supposedly defective product in parallel to the retained sample with two different jka+b+ reagent red blood cells. All positive reactions were correct. We did not observe any false negative or weakened reactions. The reactions of the customer's complaint sample and our qc's retained sample were comparable. Further testing of the complaint sample was not possible, because the material was exhausted. Therefore, only the potency of the retained sample was tested. The required minimum titer has been exceeded. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.